Event description:
A pt reported experiencing inaccurate low results with an otbe meter. The pt's blood glucose results were 59mg/dl (meter), 93mg/dl (lab). Tests were done within <10 minutes with a difference of 24mg/dl. Pt did not experience any adverse events. No further info has been reported.